Event description:
Customer reported that they received an error 3 on their freestyle flash blood glucose monitor. Although this error was not confirmed during product testing, it was identified that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.